Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. The physician would continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.